Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstruation irregular ("irregular periods") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, menstruation irregular and migraine outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, menstruation irregular, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain'), pregnancy with contraceptive device ('pregnancy with essure') and abortion spontaneous ('miscarriage/ still birth') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension, diabetes mellitus, multigravida, parity 4, recurrent abortion, passed out, tympanic membrane perforation, upper respiratory infection, scabies, tooth pain, dental caries, amenorrhea, ovarian cancer, tobacco abuse, neck swelling and shortness of breath. Concurrent conditions included headache, vomiting, diarrhea, gastroenteritis, acute sinusitis, asthma, hearing loss, ear pain, lower urinary tract infection, viral syndrome and acute migraine. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menstruation irregular ("irregular periods"), migraine ("migraines"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia( heavy menstrual bleeding)") and influenza like illness ("flu like symptoms") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysteroscope, laparoscope with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, menstruation irregular, migraine, abdominal pain and influenza like illness outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dyspareunia, influenza like illness, menorrhagia, menstruation irregular, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: post fallopian tube occlusion. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- dyspareunia, abdominal pain, menorrhagia, flu like symptoms, outcome of the previously reported event- pelvic pain female, dyspareunia were updated, essure insertion date were updated, lab data were updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.